Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pencil was not properly secured in the non conductive plastic case, it was placed on the blue sterile field and it caught fire. There was no patient involvement.